Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 2" burn hole, caused by an unknown source. All electrical components were essentially intact and worked as designed. It is our conclusion that this report is attributable to an external source of ignition and misuse of our product. No deaths or injuries were reported.

Event description:
It was reported that the unit burned.